Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported having several cases of endophthalmitis over the last six months. Additional information has been requested.

Event description:
A completed questionnaire was received from the facility. The event was noted at the two week post operative visit where a male patient presented signs and symptoms specific to the location of the event in his right eye. Conjunctival inflammation, aqueous cell, aqueous fibrin and hypopyon was noted by the surgeon. Culture results were indicated to be positive, but specified to be coagulase negative staphylococci. The patient was referred to retinal specialist. A vitrectomy was performed. The patient's symptoms have completely resolved and visual acuity is good. This is the first of two reports from this facility.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).